Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the system had a hardware failure. A field service engineer found that full height drawer 3 felt heavy and would not open fully. The fse replaced the slides, which resolved the issue; however, it appeared that the drawer might also have required a new tension spring. A follow-up was raised for the incomplete repair information, but there was no response from the fse. Once the information was received, the investigation would have been reopened to complete the repair details.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer did not spring open, failed consistently, and after recovery, had to be manually pulled open each time. Drawer failed and needed to be recovered each time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer did not spring open, failed consistently, and after recovery, had to be manually pulled open each time. Drawer failed and needed to be recovered each time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.